Event description:
It was reported that after a supply change, the user experienced rising blood glucose to 426 mg/dl without symptoms, inspected the infusion set and tubing with no visible issues, disconnected the pump, and administered 8 units of subcutaneous insulin via backup therapy with subsequent downward trend; the medical device problem and device component could not be specified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or a specific component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.